Event description:
It was reported that the customer's insulin pump acquired a crack on the screen at the time of the event and the buttons were not responding at the time of the report. She did not report her blood glucose level. The customer was advised to disconnect from the pump and revert to back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump had intermittent up arrow button response due to corroded keypad traces. No unexpected number ramping anomaly was noted. The insulin pump had a cracked display window, cracked case at the display window corner and a cracked reservoir tube lip.